Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic after receiving high voltage (hv) therapy in response to a cardiac arrest. Upon investigation, episodes of undersensing were observed prior to the delivery of hv therapy. The healthcare professional did not believe the undersensing caused a delay in hv therapy and no device malfunction was suspected to have caused or contributed to the cardiac arrest. No intervention to address the undersensing was performed at this time. The patient was stable and will continue to be monitored.